Event description:
It was reported that on an unknown date in 2007, the patient began experiencing severe lower back pain while trying out for a baseball team. On (B)(6) 2007, patient underwent x-rays for scoliosis which showed that patient had exaggerated kyphosis moderately severe centered at the lower thoracic column, which as consistent with scheurmann disease mild. On (B)(6) 2007, patient presented for treatment and doctor recommended surgery. Doctor performed surgery on patient. Per post-operative report patient underwent t3 to l3 posterior fusion and instrumentation, and t9, t10, and t11 posterior ponte osteotomy using rhbmp-2/acs in thoracic spine. According to the operative report, there was failed hardware during the surgery. It was indicated in the operative report that after the insertion of the pedicle screws, all the screws were stimulated for their impedance; however, the impedance for the right-sided l2 and t12 screws were found to be unacceptable, and there was a medial breach found on the l2 level. The l2 screw was then redirected more laterally. It was also indicated in the operative report that during the performance of the ponte osteotomy at the t9 vertebra, there was a transient decline in the motor potentials on the left side for l5 segments, which returned to baseline within two minutes. Post surgery, patient followed up with the doctor. Immediately following surgery, the patient experienced extreme pain. Per doctor, pain had something to do with his nerves, but that he did not know the cause of the pain. Patient underwent physical therapy but it did not help. Patient continued to experience pain in his lower back and a loss of flexibility. Doctor prescribed muscle relaxers to help the pain, but they did not. Patient experiences constant pain in his lower back and left leg. On a daily basis, if patient sits or stands for prolonged periods his pain is a 6 out of 10 on the pain scale. Additionally, patient experiences pain in his right scapular area if he lies on it for a long period of time. Patient has been prescribed muscle massages, physical therapy, and a tens unit to treat his pain, all to no avail.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.